Event description:
It was reported that the patient was having numbness like weakness at the leg and foot without improvement. The patient was also experiencing inadequate stimulation. All device components were explanted and were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).